Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device will not be returned.

Event description:
The report received from the FDA explained that a gentleman underwent a vp shunt replacement for hydrocephalus. The patient was in an usual state of health at home when patient fell. The son was at home and heard a "thump". Patient was sat up in a chair. The son noted that the patient had vomited, was "shaking", and he additionally soiled himself (which he has been doing with increasing frequency over the past several months). Patient is (B)(6), and is primarily speaking, but does speak some english (son translates). It was determined that valve in shunt failed and was not able to be re-programmed and this required surgical intervention to replace valve..